Manufacturer narrative:
Submit date: 06/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the middle part of the syringe is crushed. This occurred during testing.